Event description:
Device malfunction: unknown. Time of malfunction: during closure procedure. Symptoms/ae: retroperitoneal bleed, amputation of leg. It was reported that an operator, not trained in the use of the starclose device, attempted arteriotomy closure after an interventional left internal iliac embolization procedure in preparation of iliac and aortic aneurysm repair. The puncture site was above the inguinal ligament and multiple punctures were made. When the clip was deployed the patient experienced more pain than is usual on clip deployment. Within five minutes after the procedure, the patient experienced a drop in blood pressure and a retroperitoneal bleed. Arterial cutdown was performed revealing a "lacerated vessel" on both sides of the arteriotomy. The physician believes that the clip delivery tube punctured through the artery. The patient subsequently required amputation of the affected limb. The reason for the amputation is currently unavailable. Though requested, no additional information was available.

Manufacturer narrative:
(Against IFU: "do not use the starclose vascular closure system if the puncture site is located above the inguinal ligament based on bony landmarks, since such puncture site may result in a retroperitoneal hematoma. Do not use the starclose vascular closure system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma.") H3,h6: the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.